Event description:
Voluntary medwatch received states that patient's lead exhibited high impedance and high threshold. No intervention was done. The patient status was unknown.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.